Event description:
The facility's biomedical engineer reported an infusion pump with no audible alarm found during biomed testing. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medicatin involved or the set up of the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.